Event description:
Brush heads on the toothbrushes no longer hold/rubber part only comes off on the white hand piece - oral-b [device breakage] brush heads come loose - oral-b [device connection issue] case narrative: male consumer via e-mail stated that the oral-b toothbrush heads no longer held on the oral-b 2900 toothbrush. No injury was reported. 07-mar-2023 follow up via e-mail: the consumer reported that the concomitant products were oral-b power power oral care refills trizone eb30 and oral-b power power oral care refills. The oral-b toothbrush heads came loose on the oral-b 2900 toothbrush during brushing their teeth. The rubber part came off of the white oral-b toothbrush hand piece. No injury was reported. 12-apr-2023 case update: the suspect product lot was 2bb13830744. The concomitant product lot was 3ld2. No injury was reported.

Manufacturer narrative:
16-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Brush heads on the toothbrushes no longer hold/rubber part only comes off on the white hand piece - oral-b [device breakage]. Brush heads come loose - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b toothbrush heads no longer held on the oral-b 2900 toothbrush. No injury was reported. 07-mar-2023 follow up via e-mail: the consumer reported that the concomitant products were oral-b power power oral care refills trizone eb30 and oral-b power power oral care refills. The oral-b toothbrush heads came loose on the oral-b 2900 toothbrush during brushing their teeth. The rubber part came off of the white oral-b toothbrush hand piece. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.